Event description:
Bilateral breast implants ruptured. Removed & bilateral capsulectomy performed. Nodule removed from right breast, foreign body granuloma compatable with silicone granuloma. Bilateral breast implants encapsulated with calcification. No malignancy.